Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that it takes a long time for the implant to charge. Caller stated that the controller battery will show fully charged, but when they try to connect the recharger to the implant, it takes longer to find the implant. Caller also stated that when they are able to connect and adjust the stimulation, the implant battery depletes quickly from 100% to 0% before they can even adjust the intensity and they are having this issue for over a year now. Caller confirmed no visible damage to the equipment. The patient was redirected to their healthcare provider to further address the issue.